Event description:
The physician was using a diver ce max clot extraction catheter to treat a subacute total occlusion lesion in the left popliteal artery. No difficulties were noted during delivery of the device to the lesion; however it was reported that once the device was placed into the correct position within the lesion, the device detached at the monorail. A snare device was used to remove the detached part from the patient. It was reported that the lesion was treated by a stent. It was reported that the event did not affect the patient, no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, result: patient's condition affected effectiveness of device (total occlusion). Related to operational context (damage seen on the returned device, indicates difficulties experienced during the procedure). Conclusion: device failure/lack of effectiveness related to patient condition (total occlusion) . Operational context contributed to the event (damage seen on returned device,indicates difficulties experienced during the procedure).

Manufacturer narrative:
(B)(4). Evaluation code result: other (based on information available no root cause can be determined - pending on device evaluation). Conclusion: no conclusion can be drawn (based on information available no root cause can be determined - pending on device evaluation). (B)(4).

Event description:
Device evaluation: the proximal hypotube-median tube welding is broken; the median tube is damaged and kinked in many points; the bilumen tube is kinked in several points and visibly damaged; the tip is missing. The break point was found on the median tube, distally to the welding with the proximal hypotube. No rupture was found in the monorail port (rx port). Cine image review: images on the procedural cd capture the sub-acute total occlusion in the popliteal artery, first aspiration performed with the 6f guiding catheter, positioning of the diver ce max, catheter and tip detachment and subsequent retrieval using a snare device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.